Event description:
The patient was implanted with a lumax 540 hf-t device on (B) (6)2009. He had a series of vf episodes today, and was delivered 29 shocks by the device. Once the ambulance came, he was also given three external shocks. The patient expired. When they tried to reinterrogate the device afterwards, the device was at end of life. There is no complaint against the device. On 7/29/2010, this device was returned.